Manufacturer narrative:
A dissection occurred during the use of the angiosculpt and the silverhawk atherectomy (not manufactured by angioscore) which required the lesion to be stented; therefore, additional medical intervention was performed. The angiogram and cath lab report were received for evaluation. The angiosculpt and the silverhawk atherectomy were both used in the sfa prior to the dissections noted by the physician. The angiogram post-stenting revealed excellent flow of the stented segments. Thrombus formation initially occurred in the vessels, distal to the angiosculpt sfa treated area after low activated clotting time (act) was reported. The cath lab report noted suboptimal anticoagulation due to an infiltrated IV (act 214 and 149). The lack of effective anticoagulation during the intervention is a more likely cause of the thrombus, but the angiosculpt cannot be excluded. Thrombectomy devices were used to remove the thrombus resulting in an excellent final result. The angiosculpt device was discarded by the hospital, thus unable to evaluate device. An MDR is being submitted because the angiosculpt and the silverhawk atherectomy may have caused or contributed to the dissections. Thrombus formation can occur as a result of a severe, flow-limiting dissection. According to the instructions for use (IFU) for angiosculpt pta scoring balloon catheter, dissection and thrombus are listed as possible adverse effects of the procedure.

Event description:
Physician treated patient with total occlusion of the left superficial femoral artery (sfa). Physician made three passes with the silverhawk atherectomy in the sfa. He then proceeded with the angiosculpt device in the entire length of the sfa. Two dissections and activated clotting time (act) 214 was noted by the physician. There was evidence of thrombus in the tibioperoneal trunk. Act result was 149 due to infiltrated intravenous line (IV) and lack of adequate anticoagulation. Physician started new IV and administered heparin. Thrombectomy was performed with the fetch catheter (not manufactured by angioscore) and subsequently with angiojet (not manufactured by angioscore). A viabahn and absolute stent (not manufactured by angioscore) were placed in the sfa to treat the dissections. Physician then performed a post dilatation resulting in excellent flow. Additional angioplasty was performed below the knee with a 2.5x40mm balloon. Patient was transferred to ICU for further monitoring.